Event description:
Device issue: core separation. Time of device issue: during the procedure. Adverse event: none. It was reported that there was significant resistance when attempting to advance the bmw guide wire through the very tortuous radial artery at the antecubital bend via the radial access site. After force was applied to advance the bmw guide wire, the device became stuck int he guiding catheter. The guide wire was retrieved with a lot of resistance. During withdrawal, the tip of the guide wire unravelled; however, did not separate. The procedure was completed with an unspecified device. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. A follow-up report will be submitted with all additional relevant information.